Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 38 mg/dl. The customer treated with food. The customer also mentioned having previously had a occluded reservoir. Standard troubleshooting was performed. The insulin pump functioned according to specification. The customer's blood glucose level at the time of the report was 116 mg/dl. The product is not being returned. Nothing further was reported.